Event description:
It was reported that there was lead failure. It was further determined through follow-up that the patient had elevated pace/sense impedance which triggered the alarm. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.